Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence is entered as (B)(6) 2016. As the event is from a literature review, the device(s) is not expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through an abstract research article identifying proglide devices that may be related to the following: hematoma, pseudoaneurysm, limb ischemia and patients who required surgical intervention. The technical success rate was 92.3%. Details are listed in the abstract, titled: results of percutaneous endovascular repair of aortic aneurysms.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects of hematoma, ischemia and pseudoaneurysm and the treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.